Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned impactor pad confirmed a layer of the base had fractured off and the device exhibited signs of repeated use (nicked/gouged). Fracture analysis determined the fracture was consistent with overload failure. The device history records were reviewed and no discrepancies were identified. As the device had a potential field age of greater than eleven (11) years and exhibited signs of repeated use, the root cause is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the impactor pad fractured during insertion. No adverse events were reported as a result of this malfunction.